Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was a reported detached needle. The sensor was inserted on (B)(6) 2019. No product was provided determined. No additional event or patient information is available.